Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular lead exhibited oversensing of noise that caused inhibition of pacing. No additional interventions were performed. The patient was stable throughout.